Event description:
The packaging was empty, the implant was missing. Another implant has been placed. No patient involvement.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification: k013227, k011028.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvb10, (impl tapered scr-v sbm 3.7mm 3.5mm 10mm) for evaluation. Visual evaluation of the as returned devices identified the implant with signs of use. The implant was actually returned for evaluation. The coob is non-verifiable as the conditions of the product / packaging when delivered to the customer are unknown / non-verifiable. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 1271851. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1271851 for similar events and no other complaint was identified. Review completed utilizing keywords: packaging incorrect component quantity a definitive root cause could not be determined since the packaging malfunction did not occur, and the reported event is non-verifiable following physical evaluation. Therefore, based on the available information, the packaging malfunction did not occur. The reported event/coob was non-verifiable since the condition of the product/packaging when received by the customer was unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.